Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery for the past two set changes and one other reservoir. The patient's blood glucose at the time of incident was 496 mg/dl; the most recent no delivery alarm occurred in her sleep. The customer treated with a 10-unit manual insulin injection. The customer resolved the no delivery by changing the infusion set and reservoir. No products were returned or replaced.